Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose was 40 mg/dl at the time of call and 100 mg/dl. The customer did not provide details on symptoms related to the low blood glucose levels. However, customer was treated for their glucose levels with can of pop. Customer troubleshoot was performed for low blood glucose level. The insulin pump will not be returned for analysis.